Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a limited range of motion in the neck. The patient had their implant battery replaced last week due to normal battery depletion and the subsequent reposition of the lead-extension connection resulted in the limited range of motion. A revision was performed on 27-sep to position the connectors again to provide more slack in the system. An impedance check showed a warning for the 8-9 electrode pair. The issue was resolved at the time of the report and a follow-up was going to be done to ensure no programming was needed to accommodate the impedance issue.